Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received inappropriate shocks during use of gardening gear motor and shower. Review of record showed noise interpreted as vf. The device was explanted. Patient is doing well after the event.

Manufacturer narrative:
The reported field event of inappropriate therapy was confirmed in the field via review of the programmer printouts. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported inappropriate therapy was a lead anomaly.